Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. Device received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify failed battery test, no delivery, rewind anomaly and back light anomaly due to keypad not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were became sticky and harder to press. The customer's blood glucose value was unknown. The insulin pump rejected new batteries, louder rewind, had no delivery alarm and dimmer screen. The insulin pump will not be returned for analysis.